Event description:
It was reported that the patient underwent a hip replacement surgery on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2012 due to pseudotumor. No further information has been received.

Manufacturer narrative:
Third party analysis was conducted and found the reported metal ion levels (cobalt 900 nmol/l and chrome 830 nmol/l) are strongly elevated according to the nov guidelines. (B)(6) data indicate a cup inclination angle of 42 degrees with an anteversion angle of 18 degrees. On radiographs dated (B)(6) 2008 and (B)(6) 2013 the cup inclination angle was measured at 38 degrees, 33 degrees and 34 degrees. The radiological anteversion was noted to be 13 degrees on a radiograph dated (B)(6) 2008. It was not possible to measure the anteversion angles on the other images provided. Biomet's applicable surgical technique recommends a cup inclination angle of 45 degrees with an anteversion angle of 20 degrees. The hip stem was central in the femur, but it was noted that it had subsided 5mm on the interval radiographs. A migrating hip stem will not affect cup position, but it will affect the biomechanics of the joint. The main effects are reduced offset and shortening. These conditions make it likely that there will be impingement, micro separation and subluxation of the bearing under normal loading conditions. All of these will cause abnormal loading and risk of excessive wear. With respect to subluxation, references is also made to the IFU (IFU: 5401000219 (biomet recap total hip resurfacing system) which states in the possible adverse effects section: ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions.¿ due to insufficient data the existence of the pseudotumor could not confirmed and it also was not possible to identify its cause which lead to the reported revision surgery. A review of the manufacturing history records confirms no abnormalities or deviations reported.

Event description:
Biomet (B)(4) received preliminary clinical data from (B)(6), regarding revision procedures that occurred. It was reported that patient underwent right resurfacing hip arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2012 due to pseudotumor.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Initial reporter contact name - unknown this is 1 of 2 medwatch reports submitted for the same event. Please also see: 3002806535-2015-00049.